Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the collar broke off the hemopro2 extension cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to maquet cardiovascular wayne nj for evaluation. It showed signs of clinical usage and slight evidence of blood. A visual inspection identified that a portion of the inner cable housing under the collar had broken off and was loose inside the collar. This type of plastic deformation is consistent with the type of deformation that results from enough applied force to break the plastic that connects the collar with the inner portion of the connector. Based upon the evaluation results, the reported complaint was confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).